Manufacturer narrative:
The reported event is inconclusive as the evaluated representative sample meets specifications and the condition of the original used sample is unknown. Visual evaluation noted 1 magic3go was received in original closed packaging. No burrs, nicks, flashes, and sharps. 4 eyelet holes were present on the bottom of the intermittent catheter which meets product specifications. Aside from eyelet holes no additional holes were present on intermittent catheter. Distance from proximal drainage eye was measured .therefore, product meet specifications. Although an exact root cause could not be determined a potential root cause could be operator error. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that some of the intermittent catheters were not lubricated and it took too long to drain. As per follow up via phone on 29nov2022, it was reported that the customer was still experiencing issues with the urine taking too long to drain. Also stated that there were small holes in the catheter as per customer clarification via phone on 18jan2023, customer stated that the holes in the catheter were where they were supposed to be, but they were too small and caused urine backup.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that some of the intermittent catheters were not lubricated and it took too long to drain. Per follow up via phone on (B)(6) 2022, it was reported that the customer was still experiencing issues with the urine taking too long to drain. Also stated that there were small holes in the catheter.